Event description:
The customer reported that after inserting the balloon, unit failed to fill balloon. The unit's screen displayed the message "electrical test fails". The pt was switched to another unit and therapy was initiated. No pt injury was reported.